Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Attempts to obtain complete patient information were unable to be made since patient declined outreach.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted.